Event description:
During care rounds, rn noted at the filter, there were a few drops of tpn fluid on the isolette. Upon inspection of the filter itself, a small crack on the side was noted. Tpn stopped and new tubing used.